Manufacturer narrative:
Na

Event description:
Info was received that the 35cm bipolar myocardial pacing lead was removed during the change-out of an ICD. The reason for the lead change was not stated. There were no add'l adverse effects reported.